Event description:
After having essure placed in 2007, I have had several health problems: weight gain, painful periods, excessive bleeding up to 10 days, my cycles are not very irregular, pelvic pain, bloating, pelvic pain, bloating, pelvic stabbing pain, back pain/kidney pain, joint pain in my hips pelvis and knees, hair loss, facial hair growth, painful sex, mood swings, headaches, breast cyst, to name a few. I have had a colonoscopy, ultrasound, and was eventually sent to a pain specialist and put back on birth control to control my problems.

Event description:
Essure placement. Had several problems since essure placement (B)(6) 2007: weight gain, easy bruising, facial hair growth, hair loss, swollen glands, ringing in the ears, high blood pressure, numbness in hands feet and thighs, nausea, bloating, dry skin, acne, gastro issues, back pain, anemia, migraines, headaches, painful ovulation, sharp pelvic pain, long menstrual cycles, excessive painful bleeding, chronic pelvic pain, discharge, ovarian cyst, and breast cyst. Each time I went to the doctor I was just put back on birth control to manage the symptoms, but not accurately taking care of the problem.

Event description:
Add'l info received from reporter on (B)(6) 2014: in 2007, after my son was born I decided to do the responsible thing and have the essure birth control placed. This turned out to be the worst idea of my life. At that time, my now ex husband and I decided, that two and health children were enough. I was told this was an easy 10 to 15 minute procedure in the doctor's office. That it was a permanent birth control, with minimal side effects. The doctor made it sound like a great choice, especially for a busy mom of two. I started developing health problems almost immediately, such as: hair loss, severe pelvic pain, menorrhagia, anemia, headaches, memory problems, joint pain, back pain, and elevated copper levels. After years of problems, a divorce and a cross country move, I decided enough was enough. I consulted with several obgyn's, did lab work and ultrasounds and was told the most devastating news a (B)(6) year old women could ever be told. The cause of these problems were due to the essure birth control I had placed after my son was born; the only way to treat all these problems was by having total hysterectomy. I am now a single mother of two young children, needing surgery. Surgery is scheduled for (B)(6) 2014.